Manufacturer narrative:
(B)(4). The associated liner was returned and evaluated. A review of the complaint history shows no prior complaints for the listed lot however there are multiple orders with the listed failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A dimensional inspection was attempted; however damage/deformation at several features of the device would not allow for accurate measurement. At this time, we have no reason to suspect that the product failed to meet any product specifications. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that a surgery was extended by 120 minutes when the doctor attempted to use a 0 degree liner that could not be locked in properly into the shell. The doctor switched to a 20 degree liner and it locked into the shell.